Manufacturer narrative:
The returned product was patent. It did not meet the requirements for the leakage test due to the y-site connection beneath the drip chamber being disconnected. Adhesive was present at the connection. It is unknown how or when the damage occurred. Cracks were observed on the patient line stopcock. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was leakage at the y-connector when draining csf from the drip chamber to the drainage bag.